Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the bag/vent switch and the unit was returned to service.

Event description:
The ge healthcare service representative reported a failure of the unit to switch to mechanical ventilation when requested, during planned maintenance. There is no report of patient involvement.